Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8216700, model: sc-8216-70, serial: (B)(6), batch: 7029620.

Event description:
It was reported that the patient underwent an explant procedure due to inadequate pain relief. No further information could been obtained.